Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging an audio issue of no sounds in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 06/23/2017 with the following findings: the pump was returned with the audio tone alarm operating intermittently. Investigation duplicated the complaint. The pump was opened for investigation and revealed a cold/cracked solder was found on piezo (audio tone module). Unrelated to the original complaint, the battery compartment was noted to be cracked.